Event description:
The customer tested his blood glucose and received a reading of "hi" using his contour meter. While troubleshooting, he performed control tests and received results of 334 and 253 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. The customer's meter is also being replaced. Replacement products were sent to the customer.